Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the receiver was overheating. No additional event or patient information is available. The receiver was returned for evaluation. An exterior visual inspection was performed and passed. The receiver passed the charge and boot testing. The data log of the receiver was downloaded and it passed. The global receiver test was performed and it passed all the relevant testing. The receiver case was opened for an interior inspection, and passed. The u5 resistance was measured and it failed. The battery voltage test was measured and it passed. A finding related to the complaint in troubleshooting was verified as defective u5 low resistance. The complaint was confirmed for receiver overheating due to defective u5 which was getting hot when connected with charger. The root cause was determined to be defective u5 board.